Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed, that the device wasn't delivering the set parameters, due to the contamination. The device's blower, chassis plate, blower cap, blower bellows, machine flow sensor, outlet side panel, muffler, system board, and tubing needs to be replaced to address the issue.